Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and the battery cap is hard to remove. The customer's blood glucose reading was 578 mg/dl at the time of incident. Troubleshooting found that the customer doesn't know if their settings were changed at a recent doctor's visit. The customer was advised to change out their set and reservoir and treat per their doctor's instructions. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery alarm tests. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump was programmed with a test mini link and the glucose sensor simulator. The pump communicated properly with the glucose sensor simulator and displayed the 100 value properly on the display graph. No lost sensor alarm was noted. The pump was received with intermittent button response on all the buttons due to flattened button dome switches. No unlocked lcd keypad connector was noted during visual inspection. The pump was received without a belt clip, therefore, unable to confirm the damage. The battery cap coin slot was stripped. The pump had a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, cracked battery tube threads and a scratched reservoir tube window.